Event description:
It was reported that the device exhibited a 'casette not attached' alarm. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the dso seal to be degraded. The device's event history log was reviewed for evidence of the reported problem and found record of the reported alarm. Functional testing was conducted. Upon review, the reported was duplicated. It was determined that the root cause was due to contamination. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.